Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report low blood glucose levels. The customer's reading was 49 mg/dl. The customer treated with juice. By the end of the call, the customer's reading was 99 mg/dl. Nothing was replaced or returned for analysis.